Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method & results: -device evaluation and results: the exeter bone plug was fractured based on the photograph provided. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there was one other similar event for the reported lot, trend has been performed. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors.

Event description:
It was reported that the intramedullary plug breakage during insertion into femoral canal. A replacement device was used, causing a delay in the procedure.

Event description:
It was reported that the intramedullary plug breakage during insertion into femoral canal. A replacement device was used, causing a delay in the procedure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital.